Manufacturer narrative:
The returned device was evaluated and investigation found a hole in the unexposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the hole. Kinks were found on the exposed cannula and the total length of the soft canula did not meet the required spec. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide.  Model: ust400.  17845-5a-aw rev b 09/17. Checking your blood glucose.  Chapter 4 / page 36.  Warnings:   test results below 70 mg/dl mean low blood glucose (hypoglycemia).   Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia).   If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.  Corrosion was found on the pcb and bottom battery. Was unable to retrieve the data even after removing most of the corrosion from the pcb with alcohol.

Event description:
It was reported while a patient was wearing a pod between 4 and 24 hours their blood glucose level rose to 480 mg/dl. As treatment, correction boluses were performed and a new pod was applied.